Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. Conductor wires are intact and undamaged. No other cable damage was found. Additional observation not reported by site was derailed pitch cable. The instrument housing was removed, and failure analysis investigation observed that one pitch cable was derailed from the back idler pulleys. The cable is wedged between two pulleys and has lost tension, but the clamping pulley screws are still tight. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken. No missing or fallen pieces were reported.